Event description:
The pt underwent implantation of a synchromed pump and catheter in 1997 for intrathecal infusion of morphine for nonmalignant pain. The pt experienced increased pain and the hcp noted the pump reservoir had an expected vs. Actual volume discrepancy of an add'l 12 cc noted on refill. The hcp explanted the pump due to underinfusion. The device was returned to the MFR for analysis. The pt underwent implantation of a new synchromed pump on the same day and has improved pain relief on follow up with the hcp.